Event description:
It was reported that the tip of the drill is broke. The fragments were disposed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the tip indeed break off completely. The cutting surfaces are intact which leads us to conclude that the tip either came into contact with metal or eventually broke due to excessive, lateral stress. Unfortunately, the hospital did not provide us with additional information. The breakage surface is homogenous, which points to flawless material quality. Device is not distributed in the united states, but is similar to device marketed in the us.